Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom assembly threading came out and needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the bottom assembly threading came out and needed to be replaced. The remote service engineer (rse) informed the customer of the foot retention plate and thumbwheel screw replacements and provided the customer with the part numbers and prices for repair. Investigation is ongoing.

Manufacturer narrative:
The customer inquired about the foot retention plate placement, and the remote service engineer (rse) went over the placement with the customer and provided the customer with the v60 service manual page number that consists of the installation process. The repair is still pending.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer ultimately ordered and installed the replacement foot retention plate and thumbwheel, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.